Event description:
It was reported that an overdischarge was confirmed but it was unknown what number it was. A physician mode recharge (pmr) was performed multiple times but did not successfully reset or restart the device. As a result of the pmr being unsuccessful the physician decided that the implantable neurostimulator (ins) would be replaced. The patient stated she really liked stimulation and concurred with the physician that she would like the ins replaced. As a result of the overdischarge the patient experienced less than 50% therapy relief at the device pocket. The ins was replaced on (B)(6). The patient¿s therapy status after the replacement or if they were receiving effective therapy was unknown as the ins would not be turned on until (B)(6). Another manufacturer¿s representative (rep) would be at that appointment to turn on the ins battery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (sn (B)(4)) found that the battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count was 71. The last recorded recharge session performed while the device was implanted has the default date of (B)(6) 2000 due to power on reset (por). The device was recharged for 46 minutes and the battery charged from 1.995v volts to 3.260 volts. Of the four previous recharge sessions the longest duration was 38 minutes and the battery level remained at 3.750 volts in all four sessions. The battery discharged to the lock mode on (B)(6) 2013. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2013.

Event description:
Additional information received reported the manufacturer representative (rep) saw the patient the day of the report in the clinic. The patient was extremely happy with their therapy and was receiving better pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.